Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-00297- device 4 of 4

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets cannula kinked events on 01-dec-2024. The event occurred within three hours of insertion. The insertion site was thigh. The infusion set was in use for one day. The blood glucose level was 400 mg/dl, and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available